Event description:
It was reported that during a da vinci-assisted surgical procedure, when clipping with the prograsp forceps, the jaw no longer opened. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the jaws were not stuck on tissue when the issue occurred. There was no unexpected tissue removal or injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.